Manufacturer narrative:
The customer was sent several sizes of silicone breast shields (flex), breast shield sizing guidance and lanolin cream. In follow up with a complaint handler on (B)(6) 2020, the customer indicated that she was in so much discomfort that on (B)(6) 2020 she visited a lactation consultant who took a look at her nipple and felt that there was an infection. It could not be determined if it was yeast (because it was very localized) or bacterial (because there was some yellow discharge). She was prescribed an ointment with anti-fungal properties and an antibiotic (10-day course). She indicated that after starting the antibiotic, she did begin to feel better, although her pumping experience was still not 100% pain free and that her nipple still looks discolored and she feels that there is still something that is potentially preventing a completely comfortable pump. The discomfort is not consistent and she cannot identify a pattern - sometimes it is only at the beginning of pumping, sometimes it is sporadically throughout and sometimes there is no pain at all. She had a long stretch of easy pumping (about 4 months), then in april she somehow got a clogged duct that became infected in her left breast, near her armpit. She did a round of antibiotics then and it cleared up. She plans on trying the various sizes of silicone breast shields which were sent to her. As of the date of this report, contact with the customer is on-going to find out if the various sizes of silicone breast shields resolved her issue. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed).

Event description:
On 06/01/2020, the customer emailed medela canada alleging that when using her freestyle breast pump, she had been struggling with her right nipple for approximately one month, as it was constantly getting damaged around the rim and all over the areola. She additionally alleged that she has been experiencing cracking and bleeding, it then heals, and the cycle starts all over again. She indicated that she has tried both 24mm and 27mm breast shields, using a nipple shield, and adjusting the vacuum levels and was at a loss as to what to do to resolve the issue.